Event description:
It was reported that the a patient was considering having a vns lead revision in order to receive the latest vns generator. However during the consult the surgeon stated that he once had a patient pass away during vns lead revision surgery and therefore did not want to perform the surgery unless it was necessary. Further follow-up with the surgeon's medical assistant found that the surgeon was referring to a patient who had actually passed away due to an assault and not during vns lead revision surgery. The medical assistant was unsure why the surgeon stated the patient had passed away during surgery. No additional relevant information has been received to date.